Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, blood coagulation disorder, complication in site preparation (post op: massive bleeding for over 1 week due to too high dose of blood thinner), perhaps biomechanical overload of temporary prosthesis, bone resorption, perhaps infection, mobility.